Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for an unknown number of patient samples from april to may on the cobas 8000 e 602 module. Data was only provided for one patient sample. The initial cortisol result was 3.57 nmol/l and the repeat result was 307.4 nmol/l. Information concerning if any erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number was 27453800. The expiration date was requested but was not provided. The investigation was unable to find a definitive root cause.